Event description:
It was reported that during a spine vats procedure, a piece of the device fell into the pt. It was extracted by the surgeon. Another device was opened to finish the case. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.